Event description:
The customer reported the evis exera iii video system center display an e315 error when scope is plugged in. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of e315 error was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. G3 correction- aware date updated to 23dec2021. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The root cause of the phenomenon was unable to be identified. As a result of the DHR review, we confirmed that the device was shipped according to specifications. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 06 december 2021. Olympus will continue to monitor field performance for this device.